Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that after dropping the pump onto a tile floor, the customer had been experiencing high blood glucose (bg) levels (400 mg/dl range). The pump appeared to be fine physically, but the customer did not think it had been delivering insulin properly. The customer had changed the cartridge and infusion set multiple times. Tandem technical support performed a system check and confirmed that the insulin was being delivered slowly. The customer was to use another pump to manage diabetes.